Event description:
Related manufacturer reference number: 1627487-2023-05922, 1627487-2024-00646, 1627487-2024-00648. It was reported that the patient's system was providing ineffective therapy. Surgical intervention was undertaken on (B)(6) 2023, where the system was explanted and replaced. Therapy was restored post-op. Analysis of the returned devices indicated that the leads were all fractured.

Manufacturer narrative:
The reported event of ineffective stimulation was confirmed. The lead was received complete. Microscopic inspection of the lead revealed all wires were broken in two places at 10.3cm and 11.8cm distal to the stimulation end. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo.